Event description:
Customer reported a pt coded while being monitoring by the spectrum monitor and the monitor continued to monitor blood pressure readings despite the pt having no pulse.

Manufacturer narrative:
Unit has been returned to the company's repair center for eval.